Event description:
Customer reports noticing that the plunger of the syringe being used for an insulin injection, moved down freely without any resistance. Then, after injection, the blood glucose level started to go up. A call was made to the doctor who advised that an additional four (4) units of insulin be injected.

Manufacturer narrative:
Evaluation summary: issue - plunger of syringe was observed to move freely without resistance during injection and after injection, blood glucose levels started to go up. Report: regulatory compliance received one (1) loose 3/10cc syringe which customer claims while injection with this syringe, the plunger moved down freely with no resistance at all and following injection, blood glucose levels rose. The customer gave the lot# for this product as 8141664. The syringe was visually examined, and no issues were observed. The cannula was inspected along the injection length, for any cracks or damage, but the cannula was found to be intact. The syringe was further examined under uv light, and there was sufficient adhesive observed in hub; therefore, no leakage could take place there. The sustaining force was then measured and was found to be within specification. Following this, the inner diameter of the cannula was carefully wired to see if it was blocked as this could cause a build up of pressure which affects the movement of the plunger. The wire went through to other end without any issues. Finally, the syringe was evaluated by drawing the expelling insulin and the syringe performed as per specification. No defects were found or noted with the returned syringe. A device history review was also conducted and no anomalies were noted. Regulatory compliance will continue to monitor on monthly trend reports.